Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the patient was reported to be over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of stent broken. Reported event of stent unable to be removed. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in an endoscopic biliary drainage (ebd) procedure performed in the common bile duct of a patient on (B)(6) 2016. On (B)(6) 2016, the flexima¿ plus biliary stent was implanted with no issues noted to the device. According to the complainant, on (B)(6) 2016 it was reported that the flexima¿ plus biliary stent had migrated, as confirmed by fluoroscopy. The physician stated that the migrated stent could not be removed from the duct without an operation being performed. Therefore, the physician placed a pigtail stent (exact upn/lot unknown) in the patient¿s bile duct to finish the treatment. The physician believes that the flexima¿ plus biliary stent migrated post procedure due to poor expansion of the stent barbs during implantation. The physician mentioned that the migrated stent is not expected to pass out of the patient naturally. There is currently no plan to remove the migrated stent from the patient. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "good."